Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplement report will be submitted when the MFR's investigation is completed.

Event description:
The pt was admitted with complaints of dark, liquorice colored urine and elevated ldh > 2000. The pt had significant heart failure symptoms. A tee was completed and revealed abnormal lvad function. Av opening 1:1 at baseline rpm of 9400 and unable to close av when speed ramped up to 11, 400. There was also an outflow obstruction. The pt received a pump exchange on (B)(6) 2014.